Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An operating room supervisor reported a patient experienced retinal incarceration during surgery, inconstant intravitreous infusion with a turbulence phenomenon occurred. The surgery was interrupted and the cassette was replaced to solve the issue. The surgery was completed. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary; the customer did not retain the finished goods lot number specific to this event; therefore, the device history record review (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint is unknown. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).